Manufacturer narrative:
D10 concomitant products: unk-bravo - unknown bravo, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a 48-hr study was performed on a patient. The patient called after hours and left message concerned with how recorder was acting. The patient came in the next morning and it was determined that it was a transmission issue with the capsule. The study was downloaded and saw that the recording stopped at 19 hours. They tried to connect the capsule in patient with a new recorder and it would not connect. There was no patient or user harm.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Functional testing found that a 48-hr study was performed on a patient. The patient called after hours and left message concerned with how recorder was acting. The patient came in the next morning and it was determined that it was a transmission issue with the capsule. The study was downloaded and saw that the recording stopped at 19 hours. They tried to connect the capsule in patient with a new recorder and it would not connect. Tech support walked customer through troubleshooting via phone without unit being returned and was unable to help the customer resolve the issue. It was reported that the bravo capsule fails to transmit to recorder during procedure, bravo capsule fails to pair with recorder during calibration and bravo study data recording time shorter than expected. The reported issues were confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.